Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis the primary audible alarm post was unable to be duplicated at power up. Service replaced speaker for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that prior to boot up, smiths medical medfusion pump exhibited primary audible alarm failure. No patient was involved in this event. No adverse effects were reported.